Event description:
The customer's mother reported that the customer was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 330mg/dl. The customer's mother stated that prior to the event, the insulin pump alarmed no delivery several times. The customer's mother also stated that when priming, the insulin pump would stop on its own. The customer's mother declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.